Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had high blood glucose for the past two days and the infusion set was changed, but her glucose level was still high. The mother stated that her daughter has been in the hospital three times in a month. The first time, she had a stomach virus and her glucose was 96mg/dl. When she got to the urgent care for stomach virus, found that her glucose level was 588mg/dl. The second time her glucose level was not coming down and by the time she arrived to the emergency room it was 252mg/dl. The third time was the day after she returned from the hospital her glucose level went up to 512mg/dl and had ketones. The customer was in the bathroom and felt dizzy. She fell on her back and the ambulance was called. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.